Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that seven years following an intraocular lens (iol) implant procedure, the patient experienced gradual sight deterioration. Additionally, there was no issue in his eyes (cornea and the other tissues in his eyes) after performing the eye test. The physician observed a misted iol through slit lamp. There are two medical device reports associated with this patient. This report is for the left eye.